Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's left ventricular lead is not functioning. No adverse consequences were reported. No further information was available.